Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, pelvic pain, a recurring burning sensation in her abdomen, urinary incontinence, inability to sit for extended periods of time or in certain positions, spasms, infections, a constant feeling of pressure in her bladder, and dyspareunia. Plaintiff's attorney also alleged plaintiff has suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.